Manufacturer narrative:
Visually the device displayed no obvious defects and the battery terminal appeared to be unharmed. It was noted that the device was returned with the trigger engaged and locked in the low speed mode. The device did not function in high or low speed mode when the trigger was manipulated. The battery pack was opened and it was discovered that one battery had self-discharged, overheated, split open, and leaked out causing light corrosion on the battery terminal. All batteries were depleted and the dc voltage for each battery ranged from 0.0 to 0.9 volts. The seven remaining batteries were intact, and visual examination noted no other battery leaks, anode expulsion or damage. Cleaning the corrosion off the one terminal and replacing all of the batteries allowed the device to operate normally. The customer's reported event was confirmed. The device did not operate upon receipt. The probable cause for the device failure is the depleted batteries due to a short. The true root cause of the battery shorting is unknown. A review of the zimmer surgical manufacturing, packing and inspection processes denotes no systemic issues indicative to this type of failure. The review of the device history record noted no issues with the assembly of this production lot of parts. There were no internal zimmer non-conformances for the battery lot initiated at incoming inspection or from the manufacturing area. In addition, each pulsavac device is functionally tested multiple times at assembly.

Event description:
It was reported that the pulsavac plus didn't work at the beginning. There was no patient harm or surgical delay associated with the report. An alternate device was used to complete the surgical procedure. No further clinical information was available at the time of this report. This issue is being reported based on investigation results indicating leakage of the internal battery contents occurred.